Manufacturer narrative:
Evaluation: conclusions - a lot number search was performed for similar complaints and no similar complaints were found. A multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.

Event description:
The reporter stated that the surgeon was inserting an implantable collamer lens and noticed the lens felt tight and sticky in the super funnel cartridge. There was no damage to the lens or cartridge or patient.